Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 426 mg/dl. Customer also stated that the insulin pump had stuck button alarm even though buttons were not press. Customer stated that insulin pump would suspend due to stuck button for four hours this time. The insulin pump will not be returned for analysis.